Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user is testing with expired test strips. (Strips expiration date 5/31/2016). Manufacturer contacted customer within 24 hours for knowing customer's condition, customer reported still feels. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement solve the initial concern,customer reported is satisfied with the new product replacement,customer feels a lot of better. Correction: correction of device returned to manufacturer on 8/3/2016.

Event description:
Consumer reported complaint for e-0 error message on the meter. The customer is concerned with e- 0 error message. The customer is feeling weak. Medical attention is not reported. The test strip lot manufacturer's expiration date is 05/31/2016 and open vial date is approximately one month ago. Customer was told is testing with expired test strips; customer was advised to open a new vial. Unable to run a blood glucose test. Customer's strips are expired.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user is testing with expired test strips.(strips expiration date 5/31/2016). Manufacturer contacted customer within 24 hours for knowing customer's condition,customer reported still feels manufacturer contacted customer with follow up phone calls to ensure the new product replacement solve the initial concern,customer reported is satisfied with the new product replacement,customer feels a lot of better.

Event description:
Consumer reported complaint for e-0 error message on the meter. The customer is concerned with e- 0 error message. The customer is feeling weak. Medical attention is not reported. The test strip lot manufacturer's expiration date is 05/31/2016 and open vial date is approximately one month ago. Customer was told is testing with expired test strips; customer was advised to open a new vial. Unable to run a blood glucose test. Customer's strips are expired.